Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to start of da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps was found to have broken conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. No loss of cautery was associated with broken/loose cable. No signs of thermal damage were noted at site of breakage. No arcing was observed during the procedure. No report of any fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent the damaged wire insulation do not show damage.